Event description:
It was reported that the system was explanted due to pocket infection. The patient was in a stable condition and not dependent. New system was implanted on the right side on (B)(6) 2017.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.